Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The test pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the belt failed test. The cause of the hi-pot test failure was corrosion to ECG d. The root cause of the corroded ECG was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective electrode belt. The last pt to use this device did not report any deficiencies.